Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated alerts indicating a stalled motor during attempts to ¿see drops¿ and deliver insulin, despite multiple restarts and supply changes, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, guided troubleshooting including a successful dry run followed by recurrence of the alert during delivery attempts, and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting along with a device problem characterized as failure to infuse, with the affected component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.